Event description:
It was reported that the patient presented for a routine refill and there was difficulty establishing telemetry with this patient's device. No electromagnetic interferences were noted and the telemetry head was reported to be properly positioned. Several attempts were made in several different rooms, with different programmers, and by different people without success. A stop pump command was attempted and this too was unsuccessful. No pump alarms were reported. This patient was very thin with this pump very superficial and reported to have not flipped. The pump was last programmed and read on (B)(4) 2012. The estimated replacement indicator (eri) was 32 months and had been decreasing appropriately per previous session reports. Of note, the patient did have a computerized axial tomography (cat) scan approximately one month prior to the date of this report. However, the patient had appeared to receive adequate therapy since the scan as the patient had no reported symptoms. It was later reported that ultimately all attempts were unsuccessful to establish telemetry. The pump was not refilled and it was reported that the patient had enough drug in the pump to last through the end of march. The pump was likely to be replaced in the near future. This device system was used to deliver hydromorphone. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter; product ID neu_unknown_prog, product type programmer, physician. (B)(4).

Event description:
It was later reported that cause of the event was related to the pump and catheter. The pump reportedly had prematurely depleted and it was unknown why the pump stopped working. Both the pump and catheter were surgically removed. Reportedly, the catheter ¿in the spine was fine¿ along with the connections. However, approximately ¿a foot¿ of the catheter under the skin on the patient¿s side was extremely brittle, cracked, and deteriorating. The physician had retained the catheter. The symptom associated with this event was reported as ¿pain control.¿ the patient did not require hospitalization and recovered without sequelae.